Event description:
The tbm states the rear wheels have a wobble, stroller handles are loose. The tbm states the box has no physical damage.

Manufacturer narrative:
Follow up to be sent if additional information is received.